Event description:
It was reported that during prior to use testing, an endobronchial tube cuff bust during inflation. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer informed that the device will not be returned for investigation.